Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately four months post filter deployment, the patient scheduled for the filter retrieval. Subsequent inferior vena cavogram revealed there has caudal migration of the filter and there was suspected to be a fibrin cap. Multiple attempts were made with the n-snare to engage the hook which seemed to be slightly displaced away from the wall with the amplatz wire in place, however this technique was also unsuccessful. Using a sos catheter, to attempt wire passage between the hook and the filter wall in an effort to disrupt the fibrin cap. Multiple attempts were made to engage the hook were also unsuccessful due to the fibrin cap. At this point the procedure was aborted. Therefore, the investigation is confirmed for caudal migration of the filter and retrieval difficulties. However, the investigation is inconclusive for filter tilt and migration of entire filter to heart. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 05/2016).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Following placement of the filter, an infusion catheter was placed in the right pulmonary artery for thrombolysis. At some time post filter deployment, it was alleged that the filter tilted and migrated to the heart. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.